Event description:
(B)(4).according to the information received, the foley catheter was inserted but the catheter fell out of the patient due to the balloon breaking.

Manufacturer narrative:
Fifteen devices were received for testing. Each catheter was inflated with 18ml water and no anomaly was observed. This action was repeated three times and still no anomaly was observed. Based upon the device testing, this complaint cannot be confirmed as reported.